Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and passed without any fluid leaks. A two hour and fifteen minute simulated treatment with 8500ml was performed and completed without failures. The cycler underwent and passed a valve actuation test and system air leak test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak tubing during dwell 1 of 5 of pd treatment. The nurse reported receiving a supply bag lines are blocked alarm during dwell 1 of 5 prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The nurse was advised to discontinue the use of the cycler. A new cycler was issued to the clinic and the reported cycler was scheduled to be returned to the manufacturer for physical evaluation. It was reported that an alternate treatment option was available. The initial reporter's call was placed from a telephone number associated with scripps medical facility and no details were provided for the patient nor the reason for their hospitalization. Additional information has been requested, however to date has not been received.